Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced a broken sensor wire seven days after insertion. Upon removing the sensor, she noticed that sensor wire was shorter than normal and that her skin at the insertion site was red and raised. Pt reported that she felt no pain during use but that she felt pain once the sensor was removed. She reported that she did not see or feel the wire protruding from her skin but thought that the wire may still be underneath her skin. At the time of her call to dexcom technical support, pt reported that she was okay but reported soreness and slight irritation and bruising at the insertion site.